Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the upstream occlusion alarms. The device was operating out of spec. Eval found the ultrasonic readings were low due to a failed ultrasonic sensor. Low readings would make the pump more sensitive to upstream occlusion alarms. The failed ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump constantly alarmed upstream occlusion. It was also reported that there was no pt involvement.